Manufacturer narrative:
Conclusion and justification status: the complaint states the handle broke during impaction of keel tibial punch. The investigation could not confirm the complaint as no product was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The handle broke during impaction of keel tibial punch.

Manufacturer narrative:
Lot code added nw147380. Manufacture date added jan 21, 2014. UDI (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Conclusion and justification status: the complaint states the handle broke during impaction of keel tibial punch. The investigation could not confirm the complaint as no product was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. **addendum added 24 mar 2016** the complaint was reopened as the product was returned and upon examination the failure mode was confirmed. The above conclusion remains valid, the complaint shall be closed with a justified conclusion, post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.